Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue) and the main body (light blue) of the minicap transfer set. The event was further described as ¿the male portion, dark blue portion, that connects to the patient line, when disconnecting the dark blue part unscrewed from the light blue main body¿. This was observed while disconnecting from peritoneal dialysis therapy. The transfer set had been in use on the patient for less than six months. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction d4, g4. D4: unique identifier (UDI) #: replace ni with (B)(4). The lot number is unknown, therefore, only a primary di number could be provided. G4: combination product: add no (previously blank). Additional information was added to h3, h6 and h11. H11: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the dark blue female connector and the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.